Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture corrosion in the battery compartment. It was noted that, when changing the battery, the pump turned off after tightening the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings: a review of the black box history showed one unexplainable pump reboot on 01/27/2014. No battery cap was returned with the pump. A test battery cap was used for all testing. No power losses were observed during testing. Evaluation revealed that the battery compartment was cracked in the thread area. There was evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours with no power reboots, loss of powers, or call service alarms occurring. A leak test was performed and a leak was found at the battery compartment crack. The pump case was removed and no evidence of additional moisture contamination was found inside the pump.